Event description:
Customer stated that her transformer started sparking when it was plugged in. She said she heard a pop sound come from the motor and the pump would no longer turn on and the transformer was hot.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer were not successful. The customer originally reported the transformer sparked and then the unit shut off and would not turn back on. The product was evaluated on (B)(4) 2013. The evaluation concluded that there was electrical damage to the dc plug with signs of burning or fire. This issue with broken/damaged dc plug is currently being investigated under (B)(4).